Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii lvas IFU, and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30jan2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that although there were no chest symptoms or syncope, the patient had presented to the hospital due to cardiac resynchronization therapy defibrillator (crt-d) shocks. No ventricular tachycardia (vt) was observed in heart rhythm pacing; however, the patient was admitted for a follow-up. Blood tests revealed that the patient¿s serum potassium level was a little low, so potassium correction was performed. The patient¿s amiodarone dosage was also increased from 100 mg to 200 mg. During admission, anti-tachycardia pacing and crt-d shocks for vt were observed multiple times; however, there was no decrease in the patient¿s consciousness level or in pump flow. Although no vt was observed in the heart rhythm pacing during the initial examination, after admission, an electrocardiogram repeatedly showed vt lasting up to approximately 10 minutes. The patient had no medical history of persistent vt or ventricular fibrillation prior to lvas implantation; however, the patient¿s implantable cardiac defibrillator (ICD) and crt were implanted prior to the pump for decreased left ventricular ejection fraction, right ventricular pacing due to bradycardic atrial fibrillation, and non-sustained vt. It was unknown if the event was device or therapy related; however, an echocardiography showed no physical interference between the lvas inflow conduit and myocardium and it was believed that there was no relationship between the device and the arrhythmia. The account also reported that following lvas implantation, there were no problems due to arrhythmia, but the frequency of non-sustained vt had increased in the crt-d check in (B)(6) 2020, and amiodarone administration had been started at that time. The noted decrease in the patient¿s potassium level during the current admission was considered to have contributed to the persistent vt. The patient was discharged on (B)(6) 2021, but anti-tachycardia pacing was still observed multiple times for persistent vt. Sotalol was administered and the patient has reportedly been stable since. The patient¿s arrhythmia treatments were planned to continue by correcting electrolytes, including serum potassium level, and adjusting antiarrhythmic drugs.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had cardiac arrhythmia. Medical treatment was used to treat the arrhythmia.